Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged critical pump error (open book image) alarm found on jan 14, 2022. Insulin pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Successfully downloaded insulin pump traces and history file using thump. Critical pump error (open book image) alarm was due to multiple insulin pump error (63, 16 and 53) alarms found on 01/14/2022 11:32:19.000. As per global logic analysis (esf#: (B)(4)), insulin pump error 63 alarm (line number 496, file number 0), insulin pump error 166 alarm (line number 1751, file number (B)(4)), insulin pump error 53 alarm (line number 282, file number 0) and insulin pump error 63 alarm (line number 484 file number 643), suspected on hw. Insulin pump was cut open to perform visual inspection and found slight corrosion on the electronic assembly. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were also noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads, a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. Critical pump error (open book image) alarm confirmed due to multiple insulin pump error (63, 16 and 53) alarms. Critical pump error (open book image) alarm and multiple insulin pump error (63, 16 and 53) alarms due to slight corrosion on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.